Event description:
Reportedly the right rear leg broke off when the consumer was using the bath bench. The leg was reported to have "snapped off at the top connection where it fits into the seat." The pt was using the bath bench due to recent unspecified back surgery. The fall "aggravated her surgical area." The report source states the user "had additional x-rays taken due to the fall with no new findings." Further info regarding the user was requested, but was not available.

Manufacturer narrative:
The customer declined to return the product for evaluation.